Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with imipenem (250 mg, frequency and route not reported) for the peritonitis. At the time of this report, the patient¿s effluent was clear and the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.